Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the image was lost. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached. The imaging window was not returned for analysis. Imaging core windup was found beginning 22cm from the distal end of the connector shaft. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Impedance testing showed an electrical short at the proximal wave form.